Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 157 mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. The caller also mentioned that the device was not functioning properly and alarmed motor error. The alarm history was reviewed and found different alarms. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. One of the alarms was noted due to corrupted history file. Unable to confirm the motor alarm. The motor was tested and passed the test. The device had missing end cap sticker.